Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod5s. During the procedure, the physician felt resistance and was unable to advance a pod5 through the middle of a non-penumbra microcatheter. The physician, therefore, removed the pod5 and completed the procedure using new coils and the same microcatheter. There was no report of an adverse effect to the patient.